Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an unresponsive up button and alarmed unexpected restart. Customer's blood glucose level was unknown at the time of the incident. It was reported that the battery was changed but the issue was not resolved. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that the customer was advised to have the insulin pump replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform unexpected restart error test and displacement test or verify unexpected restart alarm due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.